Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neuro stimulator (ins) for other chronic/interact pain (trunk/limbs). It was reported that the implantable neuro stimulator recharger (insr) has "been acting up for a while" because it took longer to charge the ins. It typically took the patient 30-40 minutes for her to charge the ins completely and she charges the ins until she sees either the charge complete or charged sufficient screen (patient did not specify which). Patient reported that she then started to charge the ins for 45 min to an hour, every other day. Patient said "it got better" charging the ins, because she would charge it every 3 days for 20 minutes, but sometimes it took longer to charge the ins. As of (B)(6) 2017 it took the patient 2 hours to charge their ins. Patient indicated they could not even get the right signal (full coupling) and mentioned that she noticed there was a place on the stimulator itself to charge but thinks that the ins itself was the problem and should be checked. Patient stated that she usually gets full coupling bars (no problem with getting 8 boxes) but when she charged on (B)(6) 2017, it went down to 6 bars. Patient said that she had to "redo it" and put the insr back, but it took a couple of tries for the patient to get full coupling. Patient has not reprogrammed or switched to new groups recently. Patient has not increased the parameters recently. It was suggested that patient use adhesive discs and recommended to charge ins to 100 % to increase charge time between charges. Patient also reported that the screw on the back of their insr was loose. It was reviewed that the screw can be removed, and all they needed is a screwdriver to tighten that screw back in place. Adhesive discs were ordered for patient and health care professional (hcp) listings was sent. No patient symptoms or complications were reported in.